Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of phenylephrine (vasoconstrictor/ vasopressor) using the spectrum infusion pump, the patient became hypotensive. It was stated the anesthesia team was called. And the pump was noted to alarm ¿at a low volume¿, and the "volume to be infused was reprogrammed". The reporter further added that "again, the pump alarmed at low volume after about 15 minutes". The volume was readjusted once again when shortly after an air in line occurred. At this time, tubing noted to be kinked and full of air. The bag had not decreased in volume at all. After the tubing and pump were changed, the patient became acutely hypertensive. Phenylephrine was rapidly titrated down and the hypotension stated shortly after the nurse hung a new bag of phenylephrine. The patient's blood pressure was stabilized to 136/81. No additional information is available.

Manufacturer narrative:
H10: the device has no previous service events; therefore a review of the device history record (DHR) was performed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported issue may potentially related to fa-2021-056. Should additional relevant information become available, a supplemental report will be submitted.